Manufacturer narrative:
It was reported by the customer that she was sitting on the rollator in the kitchen reaching back to get something on the counter and the left caster snapped resulting in her falling into the counter and the left handle hitting her in the back. The customer ended up breaking 2 of her ribs and having a lacerated lung. The customer stated that she was able to wiggle her way out and crawl into the living room where she got her life alert button out to call the paramedics to help her. The customer stated the paramedics took her to the hospital and she was diagnosed with 2 cracked ribs and a lacerated lung. The customer was admitted to the hospital on wednesday at approximately 2am and discharged home with a prescription for tramadol and oxycodone on thursday at approximately 3am with no additional follow up required. The customer's brother brought the rollator back to the medical supply company that she got the device from because he noticed that the wheel broke off (exact wheel unknown). The customer received a loaner' device from a local charity and has been using that since the incident. The device was not returned to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the customer that she was sitting on the rollator in the kitchen reaching back to get something on the counter and left caster snapped resulting in her falling into the counter and the left handle hitting her in back. The customer ended up breaking 2 of her ribs and having a lacerated lung.